Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after t1 of the fast-fix 360 was deployed, t2 could not be deployed. The procedure was completed with non-significant delay using a smith and nephew back up device. No further complications were reported. Current patient status is healthy.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 is off the needle but attached to the suture. The t2 is on the needle. The actuator is in the pre-t2 position. The suture tail has been pulled through to hang out the bottom of the depth straw. The needle assembly is bent. A functional evaluation was performed on the returned device and found the actuator pushed the t2 off the needle but stuck at the tip of the needle and would not retract due to the bent needle assembly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.